Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #18 it was verified its loss of osseointegration. Pt had low bone quality (bone type iii).